Event description:
Treatment of a right unruptured ophthalmic aneurysm measuring 10mm x 8mm. During the procedure, it was reported that the pipeline migrated distally when the capture coil was being retrieved into the marksman catheter. The pipeline landed close to the neck of the aneurysm; therefore, a second pipeline was implanted. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).